Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The operating currents could not be tested due to the unresponsive button. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 100 mg/dl at the time of the incident. Customer was working in the yard and the pump was in her pocket. Customer stated that the pump start alarming button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that the pump was running through batteries left and right.